Event description:
It was reported that the infusion line broke. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure in the right lower extremity. After the third pass through the proximal superficial femoral artery, the device's outer sheath began to strip off. The device was exchanged for another 2.1mm jetstream xc catheter. The procedure then continued with percutaneous transluminal angioplasty and stenting. No patient complications were reported.

Manufacturer narrative:
Device evaluation by manufacturer: the device was visually examined for any shaft damage. Visual examination noticed that there was shaft damage in the form of buckling/kinks. The locations of the damage were 78.5cm, 80.5cm, 82cm and 82.5cm from the tip. Visual examination noticed that the infusion line had burst proximal the buckling/kink damage. The location of the burst infusion line was approximately 84cm to 85.5cm from the tip. The device was set-up and functionally tested. The device functioned as designed except for the leaking at the burst infusion line. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the infusion line broke. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure in the right lower extremity. After the third pass through the proximal superficial femoral artery, the device's outer sheath began to strip off. The device was exchanged for another 2.1mm jetstream xc catheter. The procedure then continued with percutaneous transluminal angioplasty and stenting. No patient complications were reported.